Manufacturer narrative:
Device evaluation: a direct correlation between the returned pump and the report of suspected thrombosis could not be conclusively established through this evaluation. The pump was returned with the driveline cut approximately 2.5 inches from the pump body and 10 inches of the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. A root cause for the reported elevated ldh, as well as the elevated pump powers/estimated flows seen in the submitted log file, could not be conclusively determined. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use (IFU) as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to increased pump power consumption, confirmed via log file review by the manufacturer's technical services. Laboratory values showed an increase in lactate dehydrogenase d-dimer values. A pump exchanged was performed on (B)(6) 2018 due to pump thrombosis. No additional information was provided.